Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting and elevated iop. The patient was treated with eye drops and and the problem resolved. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim # (B)(4).